Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered and catheter tip damage occurred. The target lesion was located in the moderately calcified unspecified vessel. A 20 x 2.50 promus premier¿ stent was advanced to treat the lesion. However, it was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that the tip of the stent delivery system (sds) was lifted. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the first 6 rows from the distal end of the crimped stent were distorted, deformed, stretched and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).